Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's wife also reported the customer has been hospitalized for 12 days and was not using the insulin pump at the time. It was found the customer was hospitalized for heart and kidney issues, not related to their diabetes. The wife also reported the customer was experiencing a high blood glucose of 401 mg/dl. The customer has treated their blood glucose with a bolus delivery. Troubleshooting found insulin was able to exit with a fixed prime. It was also found the customer had a bent cannula upon removal of their infusion set. Customer's wife also reported blood at site after changing their site. The wife declined to troubleshoot for the customer's high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.